Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported the patient presented for post op follow up not feeling well. Upon interrogation the pulse generator exhibited message "atypical condition" on the screen. The device was explanted and replaced.